Event description:
It was reported that the reservoir had air bubbles. Customer was not able to continue to do troubleshooting due to patient at school. Customer's blood glucose was unknown. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).